Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this event will be updated as necessary. This lead was surgically abandoned and a new lead was successfully implanted. Therefore, boston scientific cannot confirm the clinical observation. There is no further information available at this time. If additional information should become available to our company, this event would be updated as necessary.

Event description:
Boston scientific (bsc) crm received information that while the patient performed isometrics, the electrogram showed large amounts of myopotential oversensing on the ventricular channel. It was noted that the right ventricular (rv) lead threshold measurements have increased dramatically and there has been no change to the impedance measurements. Bsc technical services suggested that the output remain at an increased measurement and to consider the explant of the device and rv lead. The device and lead currently remain in service. No adverse patient effects were reported. The device was explanted for normal battery depletion and the rv lead was surgically abandoned. A new device and lead were successfully implanted in the patient. No adverse patient effects were reported